Manufacturer narrative:
A ge service representative performed an onsite investigation. The orbital clutch was replaced and the software was installed during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a motion disabled error message which caused a loss of motorized movements. The system would be effectively unusable. There is no report of injury or death associated with this event.